Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports the rep was notified yesterday when patient attempted to communicate with her controller, a message: settings not available. Cannot provide your desired intensity settings. Recharging statistic shows patient recharging interval should be at 13 days. This started about 1 week ago and recently its happening every time patient connects to her implant with the controller. No trauma, fall or recent medical procedure done. Pt would charge her stimulator, and by next day, her controller indicates she needs to charge her implant, patient's implant is about 80-90% charged level when she is seeing the message. Patient is programmed with dtm using electrodes: 1, 3, 14, and 15. A1 2.0ma, a2-a4: 0.1mawith 200pw/50hz. During the impedance testing, patient felt jolting and zapping sensation. Electrode impedance: reference 13: 1550 ohms14: 1050 ohms15: 1070 ohms. Reference 31: 1550 ohms14: 970 ohms15: 990 ohms. Reference 141: 1050 ohms3: 970 ohms15: 530 ohms. Reference 151: 1070 ohms3: 990 ohms14: 530 ohms. Impedance re-check with manipulation. Reference 151: 1110 ohms3: 970 ohms14: 510 ohms. Reference 141: 1100 ohms3: 960 ohms15:510 ohms. Caller reports patient indicated over this past weekend, her controller would turn her stimulation off, she would notice the stimulation is off when her pain increases, and she would check her controller and her stimulation is off. Caller reports she was notified today. Diary stimulation usage shows:1/27 saturday: 100%1/28 sunday: 50%therapy unavailable: 1/21, 1/22, 1/23, 1/24, and 1/25: 5-10% charged. Recharging diary:1/26: 10-90% charged for 1.5 hours1/28: 10-90% charged.1/28: 70-100% for 28minus1/29 30-100% charged for 1.1hrs. Caller reports there are no diary that shows 0% charged. Caller reports on 1/29, patient started at 30% and charged to 100%. Reviewed impedance. S uggest x-ray.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the settings not available, stim would turn off, jolting/zapping was determined; there was impedance issues on two electrodes 13 and 15. They programmed patient avoiding electrode 13 and 15. Issue is resolved, patient has not reported having this issue any longer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.